Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported, during docking of the left eye for laser assisted cataract surgery the patient moved his eye continually. After another attempt to dock, the suction was obtained and a minor tilt was noted. During the capsule treatment a tag was noted. While completing the capsulorhexis a tear occurred radially which did not go posterior. The planned intraocular lens was used. The event resolved without further treatment.

Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).